Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right master tool manipulators (mtm) due to a weak spring grip causing it to not retract like it should. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found that the grip spring was twisted causing the grip to not open or close properly, confirming that the fault occurred in the field. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a component failure due to broken grip spring. This issue can be resolved by replacing the mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right hand control on the primary console was not springing open like it should and it felt like a spring was loose. The procedure was completed with no reported injury.